Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The catalog number is not known at this time, therefore the gtin and 510(k) are unknown. However, should it become available it will be provided in future reports. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient was burned.

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Alleged failure: our insured party - the (B)(6) was contacted by mrs (B)(6) lawyer following her treatment. The latter requested compensation following two 3rd degree burns on the inside of her face which she suffered as a result of the use, during her operation, of a defective radio frequency probe of which you are the manufacturer. Following a medical examination, dr. (B)(6) proceeded to evaluate the prejudices relating to the burns caused (his conclusions are attached). We have therefore proceeded to compensate the damages suffered to the tune of (B)(6) euros and probable root cause for the reported failure involving this device could not be determined due to insufficient information. Lot number is unknown; therefore, manufacture date can not be confirmed. The reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The failure mode will be monitored for future reoccurrence. H3 other text: 81.